Manufacturer narrative:
Citation: benson yuk lun chan., et al.. Surgical repair of tetralogy of fallot with pulmonary atresia in adults: three case reports. World journal for pediatric and congenital heart surgery 16(4) 2025. 10.1177/21501351251322874 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 25-year-old male patient who underwent valve replacement using a medtronic 20mm hancock valved conduit. It was reported that during the implant procedure, upon weaning the patient from bypass, excessive left to right shunting and significant pulmonary flow were noted. A temporary pulmonary artery (pa) banding was performed. It was reported that a cardiac catheterization performed post implant showed residual vsd (ventricular septal defect) with left to right shunting and the patient subsequently underwent transcatheter closure of the residual vsd fenestration. No further information was provided pertaining to medtronic products.